Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Per the user facility voluntary medwatch: "endoscopic vascular case where patient was under moderate sedation for angiogram procedure. When case was being finished the surgeon tried to remove the sheath [flexor raabe guiding sheath] and felt resistance. Attempts were made to free the device but removal was unsuccessful and a piece of it snapped off - remaining in the patient. Patient placed under general anesthesia and incisions were made to remove the sheath. Visual inspection does seem as if the device was defective. There are 3 layers; the introducer, then the coil and an outer sheath. In one large area, the coil and sheath remained together but had come completely off of the introducer. In another smaller area, the sheath and bits of the coil had come off." Incisions were made via bilateral femoral artery access using additional fluoroscopy and general anesthesia to successfully retrieve all portions of the fractured sheath; all procedure sites were closed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Method code: photographic inspection. A review of the complaint history, device history record, instructions for use (IFU), quality control, and a photographic inspection of the complaint product was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a photographic inspection of photos which were returned by the customer was performed. It was confirmed that the sheath was damaged in multiple locations along the length of the shaft. In at least one location, the tnrt outer line was separated from the inner laying, exposing the inner coil. In at least one other location, complete device separation was observed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr 215470_uf medwatch.pdf, pr 215470_sus mw5074889.pdf, pr 215470_sus mw5074935.pdf] blank fields on this form indicate the information is unknown, unavailable, or unchanged. Method code: photographic inspection. A review of the complaint history, device history record, instructions for use (IFU), quality control, and a photographic inspection of the complaint product was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a photographic inspection of photos which were returned by the customer was performed. It was confirmed that the sheath was damaged in multiple locations along the length of the shaft. In at least one location, the tnrt outer line was separated from the inner laying, exposing the inner coil. In at least one other location, complete device separation was observed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: two hhs/FDA sus voluntary reports were received mw5074889 on 20feb2018, and mw5074935 on 26feb2018. Information contained within the two reports reflects the voluntary user facility report provided on (B)(6) 2018, which was referenced and attached to the initial report for this event. The customer was contacted on 01mar2018 and it was confirmed that the sus report was duplicated, and only one event involving one patient occurred. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4).

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.